Event description:
The distributer reported that the pump was extremely hot to touch. There was no mention of symptoms or medical treatment required as a result of the alleged issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filled. No conclusions can be drawn at this time.